Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section d4 and h4.

Manufacturer narrative:
Patient identifier: requested, not provided due to hospital policy. Age & date of birth: not provided due to hospital policy. Patient sex: not provided due to hospital policy. Weight: not provided due to hospital policy. Ethnicity: not provided due to hospital policy. Race: not provided due to hospital policy. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal device tamping marker was not exposed. The angio-sheal was attempted to be used for hemostasis. When the device was being withdrawn and the tamper tube was pushed, the tamping marker was not exposed. The tamper tube was pushed hard enough to almost break the tamper tube to expose the tamping marker, but the tamping marker was not exposed. The physician gave up and cut the suture. As hemostasis was successfully achieved, the procedure was successfully completed. As this was the first time for the physician to use the device, the physician wonders if such a defect usually occurs. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. No health issues for the patient. Blood loss was less than 250cc. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. There was no health damage to the patient's condition and the patient is being follow up on.